Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera head image was blurry. The issue occurred during preparation. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the unit was tested and passed all functional and image tests. The unit was burned in for over 4 hours. No problem was found. A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the investigation, no nonconformances were found. A probable root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
This report is being supplemented to provide additional information based on the approved final investigation.